Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging prostate cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto hum device's sound abatement foam. The patient has alleged prostate cancer. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture quality product investigation laboratory investigated evidence of sound abatement foam degradation/breakdown was not observed. Pil observed the control knob was missing. Pil observed damage to the corner of the top cover. Dust-like contamination was observed on the right side panel. Dried liquid spots with dust-like contamination was observed in the iso port. Dust-like contamination was observed on the blower cap, iso port, on and in the blower motor, and on the walls of the bottom enclosure. A large dried liquid spot was observed on the blower housing in front of the blower outlet bellow. Evidence of sound abatement foam degradation/breakdown was not observed. (Ds6tflg) some light abrasive damage was observed on the right side panel. A small scratch was observed on the humidifier flip lid assembly. The manufacturer concludes there was secondary findings were observed as 0 errors were logged. A dust-like contamination was observed throughout the device, on the right side panel, on and under the humidifier flip lid assembly, on the exterior and interior of the humidifier bottom enclosure, on the water tank, on the dry box, and in the lower base on the latch and heater plate. Dried liquid spots with a dust-like contamination were observed inside the dry box, on the dry box seals, and in the lower base on the latch and heater plate. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.